Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that they did press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S.w version unknown. Retainer ring = black. Customer returned insulin pump for an alleged stuck button alarm found on (B)(6), 2022. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to verify stuck button alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and keypad voltage test due to critical insulin pump error (open book image) alarm. Insulin pump successfully downloaded traces and history file using thump. The keypad overlay was peeled off and found a corroded keypad traces. Insulin pump error (stuck key alarm) was recorded and found in the formatted history file on the event date: (B)(6), 2022 15:31:39.000, (B)(6), 2022 15:40:23.000, (B)(6), 2022 17:28:06.000 and (B)(6), 2022 17:40:57.000. Insulin pump error (stuck key alarm) was confirmed due to a corroded keypad traces. Critical insulin pump error (open book image) alarm triggered by three consecutive insulin pump error alarms on (B)(6), 2022 at 18:46:40.000 and (B)(6), 2022 at 18:46:53.000. As per global logic analysis (esf#: 3926945), insulin pump error alarms (twi) (line number 147 file number 2017), suspected on hw. Insulin pump was cut open to perform visual inspection and found corrosion on the electrical board 1 and electrical board 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case. Unable to verify stuck button alarm and perform the required testing due to critical insulin pump error (open book image) alarm. However, insulin pump error (stuck key alarm) was recorded and found in the formatted history file due to a corroded keypad traces. Critical insulin pump error (open book image) alarm confirmed due to three consecutive insulin pump error alarms. Critical insulin pump error (open book image) alarm and insulin pump error alarm due to corrosion on the electrical board 1 and electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.